Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the trigger was not engaged, and the stapler was returned with 0 staples remaining in the cover block, indicating that the customer fired at least 35 staples. Evidence of use in the form of biological material was present on the device. Functional testing could not be performed on this sample due to no staples remaining in the cover block. It is important for staples to be remaining in order for a root cause to be determined. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jam - staples not releasing" could not be confirmed. Visual inspection was performed, and no staples were observed to be remaining in the cover block of this sample. It is important for staples to be remaining in order for a functional test to be performed. No damage or defects were observed on this device, and no conclusive root cause could be determined. No lot number was provided for this complaint sample by the customer, so no DHR review could be performed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the staple was not not releasing properly during the functional pretest, before use on a patient. No further information could be confirmed from the customer." No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the staple was not releasing properly during the functional pretest, before use on a patient. No further information could be confirmed from the customer." No patient involvement.